Event description:
It was reported that the vns patient was not able to feel normal and magnet mode stimulation and was experiencing a recent increase in seizure activity, relationship to pre-vns baseline unknown. Diagnostics were performed following the onset of the reported event and revealed normal device function with the end of service status set to no. The physician increased the output current and the pulse width and the patient subsequently experienced voice alteration. The device was then returned to the previous setting. A battery life calculation was performed and revealed that there was approximately 0.43 years remaining until end of service is reached.

Manufacturer narrative:
See scanned page.